Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed multiple alert 38 motor stall alarms after a supply change, with approximately three consecutive restart 38 events occurring 1¿2 hours apart; user education identified that the cartridge had been connected to the adapter before being seated in the ilet, and a full supply change was performed with correct sequencing, after which tubing filled successfully and insulin delivery resumed. Symptoms included hyperglycemia, with elevated blood glucose also associated with prednisone use as reported by the caregiver. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with a stalled motor alarm sequence related to supply setup technique. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.